Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the laparo thoraco videoscope exhibited a peeled adhesive part of the objective lens at the tip. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. New information added to the following fields: h3 and h6. Based on the results of the investigation, olympus confirmed the reportable malfunction. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction was likely caused by physical stress from bumping the distal end of the scope or dropping the distal end, or chemical stress from the chemical solution used. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Operation manual for ltf-vh important information ¿ please read before use dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Chapter 6 compatible reprocessing methods and chemical agents sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion tube. Depending on the circumstances, replacement of the insertion tube may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, please contact olympus. Olympus will continue to monitor field performance for this device.